Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was offline. A field service engineer fse found that the auxiliary pyxie bus cable had rubbed through, causing metal to metal contact and resulting in no power to the station. The cable was replaced to restore the power. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a count down with power interruption error and failed to turn on. The customer checked all leads and cables, also tried plugging it into a new outlet, still issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no delay, no adverse events or injuries reported based on this event.